Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error e216. Based on the results of the investigation, a probable root cause for the noisy image could not be identified. A root cause for the error e216 could not be identified. Based on the results of the investigation, it is likely that the universal plug unit was faulty and caused the e216 error to occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope screen became noisy. The event occurred during inspection for use. There were no reports of patient involvement.